Event description:
Stryker employee was out at his cousins' house, and his cousins' wife has a brother who had a double hip replacement earlier this year. One side was fine, but the other side has discomfort and swelling. It has been reported to the physician. He has seen the surgeon that performed the surgery. The surgeon said you can go back on pain medicine. Going to go to u of m in ann arbor for second opinion. 95% certain that these were stryker implants.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Remains implanted.